Event description:
Customer called to report the insulin pump alarmed for no delivery during the bolus process. Blood glucose reading was 470 mg/dl. Troubleshooting was performed. The insulin pump was found to be functioning as designed. The alarm was caused by an occlusion in the reservoir and or infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).